Manufacturer narrative:
Updated 7/22/2022: the return analysis shows that the bit was bent inside of the guide in the area of the break. Root cause of the bend was not able to be determined. Per the risk assessment, the calculated occurence matches the applicable risk file and the risk level remains "as low as possible" and no risk updates are needed at this time.

Event description:
On 5/1/2017 it was reported that a drill bit was stuck inside a reducing tube and stuck inside crw block piece, no harm to the patient was reported.

Manufacturer narrative:
MDR 2183456-2019-00010 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. MDR-2183456-2019-00010 was submitted as a conservative measure due to the recalls tied to this issue.

Event description:
On (B)(6) 2017 it was reported that a drill bit was stuck inside a reducing tube and stuck inside crw block piece, no harm to the patient was reported.